Manufacturer narrative:
Evaluation of the console found that the complaint condition was duplicated. The console showed really low pressures when flowing and alarmed ec 216 "high inlet pressure" when priming. The console was opened and checked for defects and damage. During the investigation, the fse noticed the system pressure sensor had been damaged. Someone had pulled the sensor cover off and that action pulled the silicone off the sensor. A new sensor cover had been put on top of the damaged sensor and it looked ok but was defective and caused low pressure readings. A new pressure transducer was put on the console and a pressure calibration was done.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console displayed really low, and sometimes zero, pressure during delivery. There were no patient complications reported as a result of the alleged issue. The console will be returned to the manufacturer for evaluation.